Event description:
A premature ventricular contraction procedure was cancelled due to the first electrode of the catheter not displaying the signal and showing high impedance when the catheter was used. There were no adverse patient consequences.

Manufacturer narrative:
The device was returned due to signal loss on electrode 1 and high impedance. Electrode 1 read as an open circuit during electrical testing. Further testing revealed a fracture in the rf conductor wire just proximal to the weld joint on the rf plate, consistent with the open circuit detected and reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured rf wire remains unknown. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4).